Event description:
There were no adverse events associated with this complaint. It was reported that the patient received a call service alarm during bolus delivery. According to the bolus history, there was no record of the programmed bolus. Customer support (cs) advised the patient to reboot the pump to clear the alarm. The patient said that she successfully cleared the alarm and completed the routine rewind, load, and prime steps. During trouble shooting, the patient mentioned that her bg was 10mmol/l prior to bed and that when she awoke her bg was 14mmol/l; she reported that she was thirsty but no other symptoms were recalled. This incident is not indicative of a serious diabetic injury. The complaint is being reported because a programmed bolus was allegedly cancelled without a message or alert.

Manufacturer narrative:
Follow-up #1: the pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings. The black box history confirmed the call service 012 alarm on 04/04/2012 at 8:01am as described by the patient. There was a user-programmed bolus of 1.5 units in the history and the pump alarmed after delivery of ~0.5 units. The bolus history did not create a partial delivery record of the bolus. During investigation, the pump was exercised for 24 hr to deliver a basal rate of 1 unit/hour. Multiple boluses were performed during the course of the duration test (including ezbg, ezcarb, normal and audio boluses); the pump did not reproduce the alarm during testing. The complaint of a cancelled bolus was observed in the pump history but could not be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.